Manufacturer narrative:
(B)(4).

Event description:
It was reported the guidewire bent instead of advancing and the plastic tubing was split. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, arterial catheterization device and a lidstock for analysis. Signs of use in the form of biological material was observed. The guide wire was observed to be partially advanced through the needle cannula. Visual analysis revealed that the guide wire became kinked within the advancer tubing. The kinking resulted in the guide wire to protrude from the slit in the tubing. It was observed that the guide wire was firmly lodged within the needle cannula which prevented the guide wire from being retracted out of the cannula. Significant force was required to remove the guide wire from the needle which resulted in the guide wire unraveling upon removal. Once free, visual analysis of the distal tip of the guide wire revealed a build-up of dried biological material on the distal tip. During functional testing (see below), a clear, white substance was observed exiting out of both ends of the needle cannula. The appearance of the substance seems consistent with dried adhesive material used during manufacturing. This in combination with the biological material likely contributed to the resistance encountered by the customer, which caused the guide wire to become kinked. The kink in the guide wire measured 19mm from the distal point of the black handle. The guide wire total length from the distal end of the black handle to the point of separation on the core wire measured 5 1/8" which is within the specification limits of 5 1/32"-5 7/32" per the catheterization graphic. The guide wire outer diameter measured 0.440mm which is within the specification limits of .432mm-.457mm per the guide wire graphic. The cannula inner diameter at the distal and proximal ends measured .019" which is within the specification limits of .019"-.0205" per the cannula graphic. The cannula outer diameter measured .0280" which is within the specification limits of .0280"-.0285" per the cannula graphic. When passing a lab inventory guide wire through the distal end of the cannula significant resistance was encountered 41.5mm from the distal tip. After removal of the damaged guide wire, the needle cannula was cleared of dried biomaterial and adhesive residue. Subsequently, a lab inventory 0.018" guide wire was able to advance through the cleared cannula with minimal resistance. Continuous passing of the lab inventory guide wire through the cannula resulted in a clear, white substance to exit out of the proximal and distal openings. Performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". Manufacturing was consulted as part of this complaint investigation. They stated that the white material that was observed in the needle cannula is likely dried adhesive from the assembly process. Therefore, manufacturing caused or contributed to this event. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report of a resistance between the guide wire and needle causing a kinked guide wire was confirmed through complaint investigation. Visual and functional analysis revealed that the guide wire was kinked and was lodged inside the needle cannula. Once free, a build-up of dried biological material and clear adhesive residue was observed. The combination of the two likely caused or contributed to this event. The guide wire and the cannula met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire bent instead of advancing and the plastic tubing was split. No patient harm reported. The patient's condition is reported as fine.